Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the site used the same exams on this patient 5 days prior and registered without difficulty, but they were unable to register with those same exams during this procedure. It was also noted that the patient¿s head was tilted back in the scan, and the first blue dot appeared on the chin but needed to be moved to the nose. Analysis found that the software functioned as designed. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. Other relevant device(s) are: product ID: 9733858, serial/lot #: (B)(4), UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a depth electrode removal procedure. It was reported that the site registered the patient via tracer registration, and when they checked accuracy they found they were inaccurate. Thus, the site was unable to register the patient. The site used the same exams on this patient 5 days prior and registered without difficulty, but they were unable to register with those same exams during this procedure. It was also noted that the patient¿s head was tilted back in the scan, and the first blue dot appeared on the chin but needed to be moved to the nose. Navigation was aborted due to this issue. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.